Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#:unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the physician was unable to attach the second lead intra-operatively. Only 1 lead was attached. No further complications were reported.